Event description:
Pt was in for follow-up with complaints of feeling dizzy, weak and unsteady on their feet. Has an implantable defibrillator. Was found to be in ventricular tachycardia. Upon using programmer to evaluate device, programmer failed with message of "serious programmer error". A second programmer had to be secured to continue with evaluation and treatment of pt.